Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that customer received a failed battery test alarm even after battery and battery cap change. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Unable to verify failed battery test alarm or perform the currents test due to button keypad anomaly. The insulin pump had cracked case at the display window corners, reservoir tube lip and minor scratched display window.